Event description:
It was reported, the patient would be having an extension revision the following tuesday. Additional information received the day of the revision reported, the extension had been removed. It was noted, the left lead and the implantable neurostimulator (ins) were intact. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# va02nm4, implanted: 2013 (B)(6); product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# va02nm4, implanted: 2013 (B)(6); product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).